Event description:
It was reported that the customer's blood glucose level was elevated due to not bolusing for food customer had consumed. Customer telephoned tandem technical support and delivered a bolus successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.